Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted (B)(6) 2020. 694958 lead, implanted (B)(6) 2005 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use.  No further patient complications have been reported as a result of this event.